Manufacturer narrative:
Voluntary medwatch report received: mw5164912.

Event description:
Voluntary medwatch received states that the patient had infection. The atrial lead was explanted. The patient experienced no consequences.